Event description:
It was reported that the patient's controller was missing a pin on both the white and black power cables noted on (B)(6) 2022. There were some power cable disconnect alarms on (B)(6) 2022 that resolved with cleaning. The controller was exchanged on (B)(6)2022. And the patient was doing well following the exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of the system controller missing pins from its power leads, and atypical power cable disconnect alarms, were not confirmed. The provided event log file contained data spanning approximately 1 day (04dec2022 ¿ 05dec2022 per timestamp). The pump maintained speeds above the low speed limit, and atypical events were not observed throughout the data. The provided periodic log file was also reviewed, recording events at approximately ~1 hour intervals throughout data that spanned approximately 11 days (24nov2022 ¿ 05dec2022 per timestamp). However, no atypical events were captured within the periodic data. The system controller (serial number: (B)(4) was not returned for analysis. Per additional information, the controller was exchanged without issue. The root causes of the reported events were unable to be conclusively determined through this analysis. Review of the device history record for the system controller, serial number: (B)(4), showed the device was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including the power cable disconnect alarm. The heartmate 3 patient handbook section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.